Event description:
Pt had a c6-7 acdf on 10/4/96. Seven to eight months ago, pt developed recurrent neck and right arm pain. The pt was treated conservatively, but did not improve. Because of failure to improve with conservative therapy with persistent pain, disability, and incapacity the pt was admitted for c6-7 acdf and anterior instrumentation c6-7 plate and screws.